Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.